Manufacturer narrative:
Other, other text: this remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). Please disregard the initial report submitted with the MFR number: 3012307300-2021-10235. The report was submitted in error.

Event description:
Information was received regarding an unspecified cadd legacy pca pump. It was reported that the device gave an upstream occlusion. There was also no patient, or clinician injury associated with this occurrence. No further details provided at this time.